Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. Force sensor calibration check is within specifications. The totaly daily dose adds up correctly and reflects user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) of up to 28mmol/l with polyuria and dry mouth. The patient self-treated with site insertion change and insulin via pump. This report is being made due to bg excursion the patient experienced due to a prime issue.